Manufacturer narrative:
Contributing factors, which led to the incident: absence of formal user training, metal contact damage to the headpiece, and use time exceeding the specified IFU limit. This report does not constitute an admission that surgify medical or its employees caused or contributed to the event. If any further information becomes known that could change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
The incident occurred during a cholesteatoma surgery. A 3.0 mm surgify halo surgical burr was used during the initial stages of the surgery. The surgeon estimated total active drill time almost double of the use time specified in the IFU, divided into three intervals separated by pauses. Irrigation was used throughout. The operating system console speed was not confirmed prior to use; the surgeon reported habitually operating at 5,000-20,000 rpm. When drilling resumed after the final pause, the surgeon noticed that the burr started burning the bone. The surgeon stopped drilling and inspected the device, finding that the headpiece had separated and was located on the sterile drape outside the patient. It was not recognized at the time that an additional component (the ring) was missing as well; a search for this fragment was not conducted. As the operation continued for approximately 7 hours after the burr breakage, the surgeon confirmed that no fragments were left inside the patient. No reported harm was caused to the patient.